Event description:
It was reported that during the implantation of a retroarc sling the bladder was perforated with the needle. It was stated that the "bladder was perforated on needle passage, the needle [was] removed and replaced slightly more laterally." The event was considered resolved/recovered with no sequelae. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information.